Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of chronic low back pain, radiculopathy, and spinal pain. It was reported that the patient's ins therapy will shut off completely while recharging. The patient stated that the first time this happened, they were able to turn the therapy back on. The patient stated that the therapy shut itself off again while the patient was recharging and the patient noticed that eh stimulation level had substantially decreased and it took the patient awhile to increase stimulation back up to 4.75 where the patient has stimulation normally. The patient stated that they were able to turn the therapy back on. The patient stated that they can automatically tell when the patient turns their therapy back on. The patient stated that they feel stimulation in both legs and back and "within a snap of their finger" the therapy just shut itself off during a charging session. The patient stated that they do verify if the therapy icon is on or off. It was reviewed that when the ins charge level is low the therapy will shut itself off until the patient can recharge. The patient stated that this is not the case as they will be in the middle of a charging session and the therapy will shut itself off. Patient services confirmed that the patient is seeing a normal charging screen when this is occurring. Patient services also confirmed that the patient saw the appropriate therapy screen. It was reviewed that the external equipment was functioning as it should. The patient was forwarded to their healthcare provider (hcp) to check on the ins.